Event description:
It was reported that during a gastric roux-en-y procedure, the trocar was leaking. They had to bring in two canisters to maintain insufflations. The patient is okay. The trocar was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.